Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system had geometry issues and did not respond to commands. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported that geometry issues were identified. The system did not respond to commands. The system was in clinical use, no harm has been reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.